Event description:
It was reported that the patient presented for routine check. It was discovered that their pacemaker exhibited inappropriate mode switch due to oversensing ventricular signal on the atrial channel. Programming changes were made to address the issue. The patient was stable before, during, and after the procedure.